Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a left-sided pneumothorax during the right ventricular (rv) lead implant and was treated by placing an intercostal drain. The rv lead remains in use. No further patient complications have been reported as a result of this event.